Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection, as listed in the xience prime eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was treating a mildly tortuous, concentric, 78% stenosed, de novo lesion in the proximal left circumflex coronary artery. After pre-dilatation, the 4.0x28mm xience prime stent was deployed at 12 atmospheres. During post-dilatation, a dissection was noticed and was treated with another xience prime stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.